Event description:
Per letter from attorney: catheter pierced through the superior vena cava into the pericardial sac, eventually causing the patient's death.

Manufacturer narrative:
The device was not returned to the MFR for evaluation. The device history review showed nothing related to this incident and no complaints of similar nature.